Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted. To further reduce mr, an additional clip was inserted and advanced into the left ventricle (lv). However, while in the lv, the anterior leaflet developed a flail. The chordae was then wrapped around the clip. During troubleshooting, it was observed that the posterior gripper was dropped and was unable to be raised. A broken gripper line was noted. Therefore, the physician removed and replaced the device. One clip was then implanted. Mr remained at a grade of 4. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported single gripper actuation issue and broken gripper line was confirmed via device analysis. The reported difficult positioning in anatomy associated with the chordae wrapped around the clip could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the reported difficult position in anatomy was due to procedural circumstances. The reported broken gripper line was likely related to the troubleshooting as no issues were noted before this (no issue during prepped). The reported single gripper actuation issue was a cascading event for the reported broken gripper line. A cause for the reported unspecified tissue injury cannot be determined. Unspecified tissue injury is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances as no treatment was performed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.